Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 (B)(4)), smartablate generator (model# m-4900-07 (B)(4)). (B)(4).

Event description:
It was reported that a patient, (B)(6), female, underwent an atrial tachycardia procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis and surgical intervention. A cardiac tamponade was noticed directly after the transseptal puncture with a non-biosense webster product. The patient's blood pressure dropped and the cardiac tamponade was confirmed by intracardiac echocardiogram. A pericardiocentesis was performed and was unsuccessful. The patient was then sent to the operating room. It is unknown what type of surgical intervention was performed. Additional information was received on the event. The patient was given heparin bolus during the procedure. The ablation catheter was just placed into the sheath when the patient's blood pressure started to drop. No mapping or ablating had been done. There were no error messages observed on biosense webster equipment during the procedure. The patient did require hospitalization. The patient recovered and was discharged from the hospital. The physician did not provide a causality opinion for the cause of this adverse event.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 03/24/2016. (B)(4). It was reported that a patient, (B)(6), female, underwent an atrial tachycardia procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis and surgical intervention. The returned device was visually and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter was tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. Based on available analysis finding results, the failure mode does not appear to be caused by any internal bwi processes. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.